Manufacturer narrative:
Still awaiting return of device.

Event description:
Mid-intubation the picture went out. The display has a loose microusb port. Picture went out during a critical moment. Patient ended up being intubated with a glidescope the hospital had for backup. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
Mid-intubation the picture went out. The display has a loose microusb port. Picture went out during a critical moment. Patient ended up being intubated with a glidescope the hospital had for backup. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
We are awaiting the return of the device. Scar-106 has been raised.

Event description:
Mid-intubation the picture went out; the display has a loose micro-usb port. Picture went out during a critical moment. Patient ended up being intubated with a glidescope the hospital had for backup. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation: initial operating room stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
Mid-intubation the picture went out. The display has a loose microusb port. Picture went out during a critical moment. Patient ended up being intubated with a glidescope the hospital had for backup. No serious injury/harm to patient or user , no indirect harm , no required intervention to prevent permanent damage , no hospitalisation - initial or stay prolonged by 1 day or more , no serious injury, disability or permanent impairment , not life threatening , no deaths.